Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range rv pace impedance measurements greater than 3,000 ohms. However, the high impedance measurements were not reproducible with isometrics. Additional information received indicated that the cause of the high impedance measurements was not determined at this time. Sensing and thresholds were fine. No noise and no inappropriate shocks noted. In addition, the patient was not pacer dependent. This ICD and rv lead remain in service and will continue to be monitored remotely. No adverse patient effects were reported.